Event description:
Fibroid shrunk 40%. Menstrual flow heavier than before uae and has become continuous. Desires preservation of fertility, fears that it may become compromised by uae. Exploring other conservative options to control continuous heavy vaginal bleeding.